Event description:
During troubleshooting for a check heater line alarm, which occurred on the home choice (hc) during fill 1 of 4, the caregiver (cg) reported to the technical service representative (tsr) that the registered nurse (rn) had them change only the heater bag out. The tsr explained to the cg that the rn should have suggested changing out all the supplies and not just the heater bag. The set should have been changed as well, since the set up had been compromised and would be risking the home patient (hp) of an infection. The tsr assisted the cg with ending therapy and removing the cassette. The tsr advised the cg to dispose of the current supplies and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation. Since the lot number is unknown, no batch review will be performed. This complaint for use error - reuse of single-use product issue was confirmed because customer switched a heater bag only and continued therapy with rest of the disposable single use supplies, which is a use error/poor aseptic technique.the cause is undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.